Event description:
It was reported that an air embolism occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was prepped and no air was noted in the system. While the device was being interrogated post-deployment, air was seen in the left ventricle via transesophageal echocardiogram (tee). Heparin was administered and a decrease in blood pressure was noted. At this time, the tee was observed until the air resolved without intervention. No st segment changes or suspicion of stroke occurred. No further complications were reported and patient was discharged.